Event description:
It was reported that a returned starclose device was received without a return reason. No pt info is available, and there is no add'l info available.

Manufacturer narrative:
Based on the investigation, the device conformed to specification. The vessel locator button and safety release button engaged normally and the wings deployed properly and stayed open without a problem. No malfunction was detected and we were not able to determine the root cause based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this investigation.